Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. The customer also reported using pump supplies longer than 72 hours, tandem technical support educated the customer of the recommended cartridge usage time